Event description:
Caller reported a cartridge alarm issue, specifically cartridge alarm 20. There was no additional information regarding the impact on the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin use, resolving the issue.